Event description:
The plaintiff alleges that while employed as an rn the plaintiff came into contact with latex and as result plaintiff has suffered physical injury and damage, including, but not limited to, severe and irreversible type-1 latex allergy, which is believed to be permanent and life-threatening. Plaintiff has in the past and will in the future experience physical injuries, pain and suffering, humiliation, loss of enjoyment of life, lost wages, lost earning capacity, medical expenses, medical monitoring expenses, embarassment and humiliation, fright and apprehension, and emotional distress, all of which are believed to be permanent. Finally, the plaintiff's spouse has suffered the loss of the usual services, society, and consortium of the plaintiff and has been required to provide special svs and care to the plaintiff.